Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a break in aseptic technique and acquired peritonitis manifested by abdominal pain, cloudy dialysate and fever, which required hospitalization. The patient was treated with vancomycin, and amikacin (doses and frequencies were not reported). The cause of the peritonitis was due to a break in aseptic technique. No additional information was available at the time of this report.